Manufacturer narrative:
Although the data files from the AED have not yet been provided, troubleshooting of the device by defibtech identified that the cause of the event was related to failure to maintain the device; specifically, the operator failed to maintain the device's battery pack as recommended by the manufacturer.

Event description:
Customer reported that their AED did not power on when they brought it to the aid of a patient that had a seizure - this event was not a cardiac emergency and the date of event not provided. Troubleshooting of the device by defibtech identified that the cause of the event was related to a depleted battery pack. The AED was confirmed as functioning properly with a spare battery pack.